Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. While on support, the patient developed hematomas at every sheath site. The patient also had a large bloody bowel movement and pupils were noted to be blown. Care was withdrawn due to multiple systems organ failure and poor neurological prognosis. Survival outcome at explant noted the patient expired. Medical safety review of the event noted that the use of the device cannot conclusively be associated with the outcome. The patient¿s peri-procedural condition was critical.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.